Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, heavily calcified, moderately tortuous, 99% stenosed, de novo, mid to proximal left anterior descending (lad) artery with a vessel diameter of 2.5 and lesion length of 60 mm after pre-dilatation the 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. Additional pre-dilatation and two guide wires technique was used with the same xience xpedition sds but it could not cross the lesion. An anchor balloon technique was attempted and the same xience xpedition was advanced but met heavy resistance and using force with the advancement the proximal shaft was detached. The device was removed from the anatomy without reported issue and a different xience xpedition sds used with a guideliner support was successful in crossing the lesion; the procedure was completed after two xience stents were successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: fielder; guide cath: launcher 6f ebu3.5, guideliner. (B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, remove the entire system as a single unit. Additionally the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.